Manufacturer narrative:
Product event summary: (B)(4) proximal portion of the lead was received measuring 39 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr ipg, implanted: (B)(6) 2010; 4951m -1 lead, implanted: (B)(6) 2006; 4951m - 2 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had unexpected longevity due to right ventricular epicardial leads having chronic high thresholds elevating. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.